Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the lens was broken on implantation into the eye and was removed from the eye in pieces. No further information is available currently. No product return has been received by rayner. Rayner is following up with its distributor in brazil to obtain additional information to facilitate further investigation of the event. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 082199009.

Event description:
On 8th march 2023, rayner received notification from its brazilian distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the iol broke during implantation necessitating explantation of the iol.